Event description:
The manufacturer received information alleging a ventilator was alarming for an internal battery depleted condition. The device was not in patient use. The device has yet to be returned to the third party service center for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the third party service center's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator was alarming for an internal battery depleted condition. The device was evaluated at the manufacturer's service center and the customer's complaint was confirmed. The device's internal battery needs to be replaced to address the issue. Device has been evaluated but the components have not been replaced pending customer approval of estimate.